Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant informed the caller that the issue is due to a high pacing impedance measurement which can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. Testing and reprogramming options were discussed. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and noise on the atrial channel. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the clinical observations were reviewed with this patient's cardiologist who recommended the patient be seen and her device reprogrammed to vvi as she does not pace in either chamber. The patient is scheduled to come to the clinic in the near future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.